Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod on the back for longer than 48 hours. Symptoms reported include abdominal pain, nausea, and vomiting. The patient was treated with fluids and zofran.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.